Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out-of-range shock impedance measurement, measuring greater than 125 ohms since mid-september. Data analysis was performed, boston scientific technical services confirmed the high out-of-range shock impedance measurement and recommended troubleshooting steps prior to deciding to replace the lead. If any changes to the rv lead is to be made, it would be during the pulse generator box change due to elective replacement indicator (eri). No adverse patient effects were reported. Currently, this rv lead remains in-service.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high out-of-range shock impedance measurement, measuring greater than 125 ohms since mid-september. Data analysis was performed, boston scientific technical services confirmed the high out-of-range shock impedance measurement and recommended troubleshooting steps prior to deciding to replace the lead. If any changes to the rv lead is to be made, it would be during the pulse generator box change due to elective replacement indicator (eri). No adverse patient effects were reported. Currently, this rv lead remains in-service.